Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved device depleting pad-pak before expiry.

Event description:
There was no patient involved device depleting pad-pak before expiry.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 23rd september 2016. The device was returned for depleting a pad-pak before its expiry. The returned pad-pak was measured and found to be depleted beyond any use. The device exhibited a high current drain when tested under stress. The fault was traced back to corrosion on the membrane tail. The fault could not be replicated with a known good membrane fitted. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The evidence of corrosion on the membrane tail, resulting in the device exhibiting a high current drain under stress, would have resulted in the returned pad-pak being subject to an additional load. This would have resulted in the depletion of the pad-pak and the low battery fail recorded in the history log. The corrosion observed on the membrane tail would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.